Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the guidewire became stuck and could not be removed from the lead. The lead was not used. The patient was stable through out the procedure.

Manufacturer narrative:
Analysis was normal, no anomalies were found.